Event description:
It was reported that a patient underwent a ventral hernia repair on (B)(6) 2013 with a biologic mesh and sutures were used to fixate the mesh. The patient stated that the suture popped. The patient was readmitted to the hospital and a repair was done on (B)(6) 2013. During the procedure the surgeon noted the suture was broken at the loop. The knots were intact. The repair was completed with a new mesh and a different suture.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the returned suture segments were either knotted with a cut from explantation or slipped knots. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.